Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with aortic valve replacement. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). [Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site.] This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented and written by edwards in a technical summary clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is no allegation or indication a device malfunction contributed to this adverse event. The svt and lbbb were likely related to the mechanism(s) described above. In addition, the patient¿s advanced age (B)(6) may have put the patient at higher risk for the development of arrhythmia post procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, through edwards tavr community, a patient received a 23mm sapien 3 valve 8 months ago, 3 days after discharge, the patient presented with a heart rate of 155 at rest. Upon medical record review, approximately 30 days post tavr, the patient presented with svt runs and lbbb. The patient was treated medially and discharged. As reported, a permanent pacemaker (ppm) was implanted. The patient is home and stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.